Event description:
The six alaris etco2 devices that were sent out (three devices returned, waiting on the other three). All six devices had the same verbiage for the problem and repair. Please see below. Error codes 571.6241 is confirmed due to ferrite cable backed off from power supply connector. Reconnected cable from oridion pcb to j3 of power pcb. Performed preventative maintenance with the passed result. The six serial numbers of the down etco2 modules are: (B)(6). These devices are four months old, placed in service in june 2023. Six failures of our thirty devices is a 20% failure rate.